Manufacturer narrative:
In the initial report of injury was unk. It has since been reported the client sustained a graze to the elbow and back strain. Upon inspection of the hoist it was noted that the rear cross member of the chair frame can easily come to rest on the corner of the tub if the chair is not swung beyond 90 degree c. Marks on both the chair and the tub indicate this situation has arisen several times previously and in this instance almost certainly led to the chair coming to rest during lowering with slack building up in the chair and subsequent jib drop. Incident was the result of user error, improper technique in use of equipment. Centre advised to have spragg clutch fitted.

Event description:
Lady approx 10 stone had been bathed, she was raised out of the bath and rotated to outside the bath when the chair with the lady on it dropped. Not known if any injury sustained at the time of report. Medical officer is to attend. One person involved.